Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.75x38mm promus element ¿ long stent delivery system was selected to treat the lesion. The stent struts are broken. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination found that the stent was damaged at various locations. Struts were lifted at rows towards the centre of the stent and at the most distal row. Some rows were flattened. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The hypotube was kinked at various locations along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).